Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02811. It was reported during the patient's implant procedure on (B)(6) 2016, the physician was unable to implant the leads due to scar tissue. There were no devices implanted.